Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d9, g1, g3, g6, h1, h2, h3, h6, and h11. Review of the most recent repair record determined the motor speeds were out of specification on the low end. The motor, sleeve, reciprocating arm, spring seal, and o-ring were replaced and resolved the reported issue. Device history record (DHR) review was unable to be performed as the lot number is unknown. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/final report will be submitted once investigation is complete. G2: foreign country - taiwan.

Event description:
It was reported during kit inspection that the handpiece appears low speed and noisy while depress throttle. There is no harm or delay reported. Due diligence is complete.